Event description:
It was reported that the liners would not snap into the cup. The trial liner went in fine. The liners were chilled and the surgeon tried for about 45 minutes. Finally the cup had to be removed and another product used. There was no report of injury to the pt as a result of this event.